Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Review of the submitted log file confirmed multiple pump stop and low speed events throughout the log file. The observed events occurred while the device was operating on the power module. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. During a pi event, the pump speed automatically drops to the low-speed limit. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 28apr2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pump off alarms while on the power module. Technical services reviewed the log files and found that on (B)(6) 2020 and (B)(6) 2020 there were 6 pump stops and 11 low speed operation events. The speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Therefore, technical services suggested that it may be beneficial to keep the vad connected to battery power until further investigation is completed. The site ordered two unshielded cables for the patient.